Event description:
The reporter stated that post operative x-rays of the lower left leg and foot tibiaxys anterior plating system showed that the screw end cap had become loose some time after implantation. The x-ray also showed that other screws that had been inserted with the tibiaxys anterior plating system 150010 lot number ec99, and 150020 lot number edv6 had broken or backed out a little. Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.